Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer.(B)(4).

Event description:
It was reported that the patient experienced coupling and communication issues with the device. The patient stated that she had 3 or 4 overdischarge occurrences in the past, although this was not confirmed by the manufacturing representative. It was noted that "the device would have gone immediately into end of service (eos) after the 3rd overdischarge." It was further noted that the internal neurostimulator (ins) "may have gotten stuck in sleep mode and needed assistance in pulling it out of that mode". The manufacturing representative reported that an ins overdischarge was suspected. It was noted that the manufacturing representative was not able to establish a communication between the ins and the patient programmer or the recharger, but the clinician programmer indicated the "battery was discharged, charge battery now" screen. It was noted that the last successful recharging session and the last time any stimulation was felt occurred 1 to 2 months ago. The manufacturing representative tried using the antenna locate (al) feature and was "only getting 58/60 for his reading." It was indicated that the ins was superficial and easy to locate. The manufacturing representative tried to perform an al twice more, before initiating a physician mode recharge (pmr). Additional information received reported that 3 pmrs were performed, but the battery never went to recharge. It was noted that the "patient was not trained and was not able to demonstrate effective recharging." It was further noted that they were unable to interrogate the device. No intervention was scheduled as of the date of this report. It was reported that the patient was not able to charge normally, and they were not receiving effective therapy. Additional information was requested, but was not available as of the date of this report.